Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with multiple cartridges resulting in an elevated blood glucose (bg) level. Although requested, no additional information was provided by the customer.